Event description:
It was reported that a spectrum pump failed downstream occlusion test with psi (pound per square inch) levels of 21.4, 24.22 and 26.65. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing , 'failed downstream occlusion test (21.4, 24.22, 26.65)' was reproduced. A review of the event history revealed "invalid clamp detected" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of specification. The force sensor and downstream guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.